Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that electrode had migrated downward and laterally from its original implant position causing the delivery of multiple inappropriate shocks. Surgical intervention was performed and the xiphoid incision was reopened and the electrode was repositioned successfully. No additional adverse patient effects were reported.